Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: took pump swimming and it has moisture. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Proceed it by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly, motor assembly and keypad assembly. Corroded on the force sensor during visual inspection. Unable to download history files and traces using thus due to display anomaly. Force sensor zero offset within spec (23.1mv). Unit also received with cracked case(battery tube), cracked battery tube threads, cracked retainer, missing display window cover, cracked keypad at select button, stained keypad overlay and keypad overlay texture damage. In conclusion unit received with unexpected blank white flashing screen due to corroded electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.